Event description:
The user started to hear a 'frying' sound from the device on the left side in (B)(6) 2019. There was also a sharp pain down the side of the neck but that subsided. The user continued to wear the audio processor (ap) and heard the unusual sound intermittently. Eventually the device stopped working and the user was no longer able to hear any sound. The external components were exchanged but the issue was not resolved. The recipient has been re-implanted.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is not working within specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. Additionally, three electrode channels were disabled because of no auditory perception for unknown reasons.this is a final report.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was hearing a 'frying' sound a few days ago from the device on the left side. There was also a sharp pain down the side of the neck but that has subsided. The user continued to wear the audio processor (ap) and heard the 'frying' sound intermittently. Eventually the device has stopped working and the user is no longer able to hear any sound. The external components were exchanged but the issue was not resolved. There was no head trauma, injury, or illness reported. Additional assessment of the device is planned. Further intervention is considered.